Event description:
It was reported that during in-house engineering evaluation on a photographic image, it was determined that the anteromedial offset aimer, 5.0mm device fell apart. It was initially reported that the am 5 mm femoral pointer ruptured during routine cleaning and sterilization. The device disassembled. The shaft connected to the handle became loose and could no longer be reattached to its original housing. The event occurred outside the operating room and not during surgery. There was no impact related to normal operating room activities or to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition as expected in reusable devices. The shaft was found detached from the handle. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the anteromedial offset aimer, 5.0mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per instructions for use (IFU); end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device 2305001 number, and no non-conformances were identified.